Event description:
Orthopedic surgeon was using k-wire and it broke off in the bone when he went to pull it out. Surgeon felt it would do more damage to attempt to retrieve it therefore he left in the patient's bone.